Event description:
Caller reported a cgm error and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller in resetting the pump, resolving the error. The caller was advised to wait 20 minutes before starting a new sensor session, and they understood and acknowledged the instructions.